Manufacturer narrative:
The reported events of over sensing noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. The cause of the reported event of over sensing noise was isolated to the exposure of the outer coil in the abrasion zone. The cause of the reported event of insulation damage was isolated to the external insulation abrasion consistent with friction to the device can.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds, while the right atrial (ra) lead was over-sensing noise which was suspected to be caused by an insulation break. The patient was asymptomatic. The rv and ra leads were explanted and replaced successfully. The patient was stable throughout the procedure.